Event description:
The customer contacted global technical services (gts) regarding a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 4 of 4. The caregiver (cg) stated that the patient received the high drain alarm yesterday. The cg stated the uf was equal to 2733ml in drain 4 of 4. The fill volume was equal to 2500ml. The technical service representative (tsr) explained the high drain alarm. The hp had a total uf of 1803ml today and a total uf of 1532ml yesterday. The machine had moved into last fill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware of the alarm. She stated that the patient is a high transporter. The rn stated that as a result they are trying to stop using extraneal with the patient but stated that he is currently still using it. She stated that they trained the patient when they feel more full than usual they should perform a manual drain or stand up and move around to make sure all the fluid is drained out before moving to fill. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The reported problem of an increased intra-peritoneal volume (iipv) was confirmed over the phone; however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the clinician inappropriately set the minimum drain volume percentage setting too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.